Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's personal therapy manager, ptm, was showing error code 8474 and would not work. The patient was not able to get relief from the pump and is currently inpatient at the hospital.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient was receiving clonidine (concentration 500mcg/ml, dose 130 to minimum mcg/day) baclofen (concentration 100mcg/ml, dose 26 to minimum mcg/day) and morphine (concentration 50mg/ml, dose 13 to minimum mg/day. It was reported that the rep found out about the events on (B)(6) 2016. There was a pump reset and safe state. The rep was unable to access the event logs so they were unsure if there was a premature low battery. It was stated the elective replacement indicator was 12 months. It was stated the doctor told the rep at a refill that the pump had reset and the doctor reprogrammed the pump and scheduled a replacement for (B)(6) 2017. The patient had withdrawal symptoms that began on (B)(6) 2017. The pump was replaced and would be returned for analysis. The healthcare provider first reported the information to the rep.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: in regulatory report 3004209178-2017-00223 follow up 1, it was stated ¿it was reported that the rep found out about the events on (B)(6) 2016¿ which has been changed to "it was reported that the rep found out about the events on (B)(6) 2017¿ due to a typing error. In regulatory report 3004209178-2017-00223 follow up 3, it was stated "as per the pump¿s logs, the following medications were being administered at a minimum rate as of (B)(6) 2017¿ which has been changed to ¿as per the pump¿s logs, the following medications were being administered at a minimum rate as of (B)(6) 2016¿ due to a typing error. Analysis of the pump found that the battery had high resistance. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provided reported the patient was getting a critical alarm due to a 8474 error code. The patient experienced withdrawal and was to be given IV morphine for the time being. The pump was replaced on (B)(6) 2017.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conlclusion code is no longer applicable.

Event description:
Additional information was received via a company representative. As per the pump¿s logs, the following medications were being administered at a minimum rate as of (B)(6) 2017: clonidine (concentration 500.0 mcg/ml, dose 3.07 mcg/day) baclofen (concentration 100.0 mcg/ml, dose 0.61 mcg/day) and morphine (concentration 50.0 mg/ml, dose 0.307 mg/day). The pump was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.